Manufacturer narrative:
(B)(4).unit passed displacement test, active current measurement, and selftest. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm and low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.